Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, several episodes of automated mode switch (ams) were noted due to noise on the atrial lead. Lead provocative testing reproduced the noise on the atrial channel. Lead replacement is anticipated and the patient was stable with no consequences.

Event description:
Additional information received indicated that the atrial lead was capped and replaced. The patient was stable with no consequences.